Event description:
On 15-jan-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump is showing an ovp detect failure. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is unconfirmed. During the evaluation the device functioned. However, both the inflow and outflow motors underperformed. The inflow at 1300 ml¿s per minute and the outflow is at 600 ml¿s per minute. Physical damage was found to the top cover, bottom cover, lcd touch screen, both door covers, and there are 4 missing bumpers. It was also observed that the device software is up to date at v1.8 rev. 24. It is recommended to replace 4 cables, inflow and outflow motors, top cover, bottom cover, bezel, lcd touch screen, bumpers, both door covers, and re-certify the device.